Event description:
(B)(4) study. It was reported that restenosis and myocardial infarction occurred. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization which revealed a de-novo lesion located in the proximal saphenous vein graft (svg) to distal left circumflex (lcx) with 80% stenosis and was 32 mm long with a reference vessel diameter of 5.0 mm. The lesion was treated with pre-dilatation and placement of a 4.00 mm x 32 mm taxus element stent. Following post dilatation, the residual stenosis was 0%. On the same day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient's troponin values (peak troponin I = 122 ng/ml, uln= 14 ng/ml) were found to be elevated and the patient experienced myocardial infarction. Subsequently, the patient was admitted and was referred for cardiac catheterization. Seven days post procedure, the 80% restenosis of the previously placed study stent in the svg to distal lcx was treated with balloon angioplasty and placement of a 4 mm x 28 mm promus element des with 0% residual stenosis. On the same day, the event was considered to be resolved with residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).